Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the device was not returned in original package. The tip showed signs of activation. The handle, shaft, tubbing and plug did not show any signs of damage. The tubbing had saline residues. No other anomalies were noted. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated several times in its maximum power, for one minute each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power for one minute each test, and the coagulation function worked as expected. The device was working as intended on both modes using the footswitch. The overall complaint was unconfirmed as the observed condition of vapr s90 4.0mm w/integr hdp ea would not have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that during a rotator cuff repair surgical procedure the vapr s90 4.0mm w/integr hdp -ea device anchor broke off and generated sparks. Another like device was used to complete the procedure. There was no delay in the procedure reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The second device generated sparks however was not used on patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: this is event 1 of 2 of the (B)(4).